Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and adhesion ("extensive lysis of adhesions") in a 38-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included overweight. Concomitant products included furosemide (lasix) since 2018 and hydrocodone bitartrate;paracetamol (norco) since 2014. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with extensive lysis of adhesions with enterolysis and ovariocyesis and surgery (d&c and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, adhesion, weight increased and back pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered adhesion, back pain, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 332lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-feb-2019: pfs received. Lot number was added. Events added: extensive lysis of adhesions. Medical history and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included furosemide (lasix) since 2018 and vicodin (norco) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered back pain, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, weight gain, low back pain and did you undergo an essure confirmation test: no added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and adhesiolysis ("extensive lysis of adhesions") in a 38-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included overweight. Concomitant products included furosemide (lasix) since 2018 and hydrocodone bitartrate;paracetamol (norco) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient underwent adhesiolysis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with extensive lysis of adhesions with enterolysis and ovariocyesis and surgery (d&c and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adhesiolysis, weight increased and back pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered adhesiolysis, back pain, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 332lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), adhesiolysis ('extensive lysis of adhesions') and abdominal wall infection ('infection (other) describe: abdominal wall infection post-op') in a 38-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included overweight. Concomitant products included furosemide (lasix) since 2018 and hydrocodone bitartrate;paracetamol (norco) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding") and was found to have weight increased ("weight gain"). In 2017, the patient experienced abdominal wall infection (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent adhesiolysis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with extensive lysis of adhesions with enterolysis and ovariocyesis and surgery (d&c and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adhesiolysis, abdominal wall infection, weight increased and back pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal wall infection, adhesiolysis, back pain, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 332lbs trailing coil : left 3 and right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Event added: infection (other) describe: abdominal wall infection post-op. Essure explant date added. Event onset date added for: infection (other) describe: abdominal wall infection post-op. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.